Event description:
It was reported, after a 23 mm sjm regent valve (medwatch report # 2648612-2011-00023) was placed, there was a problem with the leaflets opening and closing, so the valve was removed and replaced with this smaller 21 mm regent valve. The pt expired the next day.